Event description:
It was reported there was difficulty implanting the lead due to damage near the guide channel. A different lead was used and the patient was stable following the procedure.

Manufacturer narrative:
The reported event of lead damage in the proximal area of the guide channel was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.